Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After placing a non-bsc guide extension catheter, a 3.00 x 38 synergy ii drug eluting stent was implanted. However, upon repositioning the non-bsc guide extension catheter to deploy another stent, the previously implanted stent was hit. It was then noted that the length of the stent shrunk from 38mm to approximately 25mm and was crunched and deformed. Another stent was then implanted to cover the rest of the lesion and post dilatation was performed. The physician stated he was going to use two stents anyway, he just wanted a really long one initially. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
It was further reported that the stent damage occurred prior to stent deployment and not post deployment as previously reported.